Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. The pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed leak test and functional testing. Product analysis was unable to confirm the reported allegations. Based on the analysis results, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. Two weeks later, a surgical procedure was performed, and the pump was replaced. A patient outcome of improved following the procedure was reported.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the reservoir connecting tube. Two weeks later, a surgical procedure was performed, and the pump was replaced. A patient outcome of improved following the procedure was reported.